Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple occasions the customer noticed that the insulin gauge displayed a red "x" and read 0 units. There were no alerts or alarms in the pump history. Customer's blood glucose level was not impacted. Reportedly, the customer would reload the cartridge to resume insulin delivery. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.